Event description:
It was reported that the patient began feeling "bad" around the time the device reached the elective replacement indicator (eri). It was also reported that the device may have reached eri prematurely due to high battery impedance. Additionally, it was noted that the device reached eri at approximately the same time that the patient had been working on an "r3 style 25,000 horsepower engine with a magneto;" thus, the patient may have been symptomatic from inhibition due to electromagnetic interference (emi). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Concomitant product: 5076 implantable pacing lead (B)(6) 2012. (B)(4).